Event description:
It was reported that during a device change out for eri the physician was unable to remove the set screw that would release the lead from the header. The device was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the device was missing the rc is-1 septa and set screws when received for analysis, therefore, an evaluation could not be completed. The other septa on the low voltage side fo the header were damaged. The header lead bore dimensions were verified to meet specifications.